Manufacturer narrative:
(B)(4). The customer returned one guide wire, the guide wire advancer assembly and various other components in an opened kit. Visual examination revealed the components in the returned kit are unused and the cap from the guide wire assembly is not present in the kit. The distal end of the guide wire is protruding from the straightening tube of the assembly and is kinked. The j- bend is opened slightly. Upon removal from the assembly, the rest of the guide wire is undamaged. Microscopic examination revealed two sets of offset coils within the j- bend and confirmed one kink. The guide wire measured 601mm in length , which meets the length specification. The outside diameter of the guide wire measured 0.799 mm which is also within specification. The offset coils and kink were measured at 0.5, 1.1, 2.6cm from the distal weld. A manual tug test confirmed that both welds are intact. A device history record (DHR) review was performed on the guide wire and the assembly with no relevant findings. The reported complaint of the guide wire was found to be kinked upon opening the kit was confirmed through visual inspection of the returned sample. One kink and two offset coils were observed at the distal end of the guide wire. No other damage was observed. The guide wire and the assembly were returned in the opened kit without the assembly cap. The damage observed is consistent with the cap coming off during transit. A DHR review did not reveal any manufacturing related issues. Based upon the condition of the returned sample and the time of discovery, the probable cause is shipping and handling. A conclusion code could not be found.

Event description:
The customer alleges that the guidewire was damaged when the package was opened.

Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.

Event description:
The customer alleges that the guidewire was damaged when the package was opened.